Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed a kink in the sheath and twists in the imaging window assembly. No damage was found within the telescope section of the device. Impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. Microscopic inspection of the imaging window revealed it was twisted.

Event description:
Reportable based on device analysis completed on 14oct2024. It was reported that lost image occurred. The 100% stenosis target location was located in the moderately tortuous and moderately calcified right iliac artery. An opticross 18 vascular imaging catheter was selected for use. There was no problem with the image during preparation, however when the device was inserted, before reaching the lesion the screen went black, and nothing was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed twists in the imaging window assembly.